Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 05-dec-2018 device evaluation: the device has been returned and evaluated by product analysis on 03-dec-2018 with the following findings: a review of the pump¿s black box showed multiple call service 052/054 alarms. During investigation, the pump powered on with two beeps, vibration, and a blank display. The pump was opened and a test display was inserted with no improvement. Investigation revealed that a slave processor failure had occurred. No damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1: date of submission 05-dec-2018 device evaluation: the device has been returned and evaluated by product analysis on 03-dec-2018 with the following findings: a review of the pump¿s black box showed multiple call service 052/054 alarms. During investigation, the pump powered on with two beeps, vibration, and a blank display. The pump was opened and a test display was inserted with no improvement. Investigation revealed that a slave processor failure had occurred. No damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.